Event description:
It was reported that the customer received multiple no delivery alarms. Customer stated the last time she had done an infusion set change, she received a finish loading alarm. Customer stated she would talk to her healthcare provider and declined to troubleshoot as the issue was not occurring at that moment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.